Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there is an oily white film developing on the plunger after medication is drawn into the syringe. To aid in the investigation, eight samples and two photos were received for evaluation by our quality team. Seven samples came in sealed packaging blister and one sample came with no packaging. A visual inspection was performed. The sample with no packaging has a circle of lubricant, 1/4" in diameter at the bottom and center of the rubber stopper. Two of the samples in sealed packaging blisters also have lubricant at the bottom of the rubber stopper. The two photos provided show one of the samples received. No other defects or imperfections were observed. The lubricant is medical grade and applied during manufacturing to the inner wall of the syringe barrel and rubber stopper. A device history record review was completed for provided material number 302832, lot 4325248. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #302832 lot #4325248 verbatim: issue: plunger forming a residue seal, oily white film developing on the plunger after medication is drawn into the syringe. Pt harm: no the medication was dexmedetomidine. For clarification, this gel-like substance was also found on syringes without medication all from the lot number noted below.